Event description:
Reporter indicated that his handheld computer was freezing at the interrogation successful screen. Product has been returned for analysis, but the analysis has not yet been conducted.